Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy. It was determined the electrode had dislodged and that the device had migrated. Subsequently a third untreated episode was identified and was determined to be due to oversensing. Undersensing was also noted. The patient underwent a revision procedure where both the electrode and device were repositioned. No additional adverse patient effects were reported.